Event description:
Customer was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 33 mg/dl. Customer stated that the threshold suspend does not automatically turn back on after the insulin pump is suspended. There were kinks in the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.